Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the saphenous vein graft with one 3.5 x 18 xience v stent and one 3.5 x 23 xience v stent. On (B)(6) 2010, the patient experienced chest pain that was classified as an st elevation myocardial infarction via electrocardiogram. The patient underwent a diagnostic coronary angiogram and was found to have clots in the vein graft to the left anterior descending artery that required revascularization via declotting and stenting. The patient's condition resolved on (B)(6) 2010 and was discharged. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the scalpel was broken. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.